Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory; visual inspection noted surface abrasion in the terminal silicone insulation approximately 37 mm from the terminal pin. A large kink/curve was noted approximately 110 to 190 mm from the terminal pin. An x-ray of the lead sense a conductor cable showed several fractures in the filars of the sense a conductor cable approximately 155 to 165mm from the terminal pin end, just at the height (top) of the curve. X-rays of all the connection points of the conductors were performed, with no anomalies noted. Not all the filars were fractured, and many of the fractured surfaces were still touching; this likely caused the noise that was observed clinically. Due to the location and type of damage, the fractures were likely due to fatigue.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while sleeping. The patient was hospitalized and device therapy was programmed off. Interrogation showed noise even while the patient was at rest. Troubleshooting was performed and noise was created in the secondary and alternate vectors, but not in the primary vector. No noise was produced with manipulation of the electrode. It was noted the episodes showing noise had just started in the past few days, and the noise was present in the untreated and atrial fibrillation (af) episodes as well as in the treated episodes. An x-ray showed the electrode terminal pin appeared to be fully inserted into the device header. The chest x-ray showed good placement of the electrode, well away from the patient¿s sternal wires. A kink was observed on the electrode in the area near the device, but it could not be determined if this was a fracture or an insulation issue. An invasive evaluation was planned for friday. If no obvious issue, like a loose setscrew, could be found, the device and electrode would likely be replaced. During the revision, the electrode was found to be secured properly with the setscrew. Visual inspection of the electrode found no anomalies. Therefore, the system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while sleeping. The patient was hospitalized, and the device therapy was programmed off. Interrogation showed noise even when the patient was at rest. Troubleshooting was performed and noise was created in the secondary and alternative vectors, but not in the primary vector. No noise was produced with manipulation of the electrode. It was noted in the episode showing noise had just started in the past few days, and the noise was present in the untreated and atrial fibrillation (af) episodes as well as in the treated episodes. In x-ray showed the electrode terminal pin appeared to be fully inserted into the device header. The chest x-ray showed good placement of the electrode, well away from the patient's sternal wires. A kink was observed on the electrode in the area near the device, but it could not be determined if this was a fracture or an installation issue. In invasive evaluation was planned for friday. If no obvious issue, like a loose set screw, could be found, the device an electrode would likely be replaced. During the revision, the electrode was found to be secured properly with the setscrews. Visual inspection of the electrode found no anomalies. Therefore, the system was explanted an replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted surface abrasion in the terminal silicone insulation approximately 37 mm from the terminal pin. A large kink/curve was noted approximately 110 to 190 mm from the terminal pin. An x-ray of the lead sense a conductor cable showed several fractures in the filars of the sense a conductor cable approximately 155 to 165 mm from the terminal pin and, just at the height (top) of the curve. X-rays of all the connection points of the conductors were performed, with no anomalies noted. Not all the filars ere fractured, an many of the fractured surfaces were still touching; this likely caused the noise that was observed clinically. Due to the location and type of damage, the fractures were likely due to fatigue.